Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Correction: d4 - the model number, serial number, lot number, expiration date and UDI should be for the atrial lead instead of the right ventricular lead and h1 - the date manufacture should be for the atrial lead instead of the right ventricular lead.

Event description:
Related manufacturer reference number: 2017865-2021-08597. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance and high capture threshold. Prior to the explant procedure, it was noted that the right ventricular lead - rv exhibited high capture threshold and poor sensing. An x-ray was performed and the rv lead was found to have a lead slack issue. The atrial and rv leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.